Event description:
It was reported that during the implant procedure, there was no capture on the leadless implantable pulse generator (ipg). It was noted there was problem to recapture the device, it stops half way back in the capture coin. The device was pulled back directly into the introducer. Outside the delivery tool functioned properly and the next attempt to implant the device was worked well. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.